Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. "The patient demographic info: age, weight, bmi at the time of index procedure? Indication and initial approach of initial surgical procedure in (B)(6) 2019? Were there any intra-operative complications? Any concurrent procedure/device implantation? When was the mesh erosion/exposure first noted by a physician? Other relevant patient comorbidities? Location and character of the pain? What medical intervention was given for the pain management? Results? What is physician¿s opinion as to the etiology of or contributing factors to all events (vaginal erosion/exposure and pain)? What is the patient's current status?"

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2019 and the mesh was implanted without effect. The patient experienced subsequent pain and vaginal mesh erosion/exposure and 5-6 cm mesh sling was vaginally excised on (B)(6) 2019.